Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number: 6426438, and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 250cc and experienced deflation on the left breast implant and bilateral ptosis. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 200cc on (B)(6) 2019.